Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon with an "x" . It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Critical pump error after battery installation. The critical pump error was generated by insulin pump error per boot loader traces, problem was isolated to printed circuit board. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with minor scratched display window and case.